Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: while making an IV solution within an empty bag, a particle was noticed in the solution. The particle appeared to be a part of the bag that had somehow become dislodged or broken off during manipulation. There was no patient involvement.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). No samples were returned in conjunction with this complaint, and a thorough investigation could not be performed. Visual inspection on two (2) retained units revealed that no particulate matter was observed in any of the retained units. The batch record was reviewed and the batch met and passed all release criteria and tests. A review of our discrepancy management system database found no related or similar discrepancies during the production of the batch. In response to high levels of particulate matter (pm), plastic residue, on the pab assembly equipment, sop-1001619 pab bag assembly machine cleaning checksheet was revised to increase the frequency of machine cleaning. Revision 8.0 was approved on (B)(6) 2019. Batch j8j710 was manufactured prior to the revision of the procedure. The assembly equipment technicians have also been retrained to sop-ph-1003059, version 17.0, pab assembly technician standardized procedures. B. Braun will continue to investigate, trend, and monitor all complaints of this nature. If additional pertinent information becomes available a follow-up report will be filed.